Event description:
It was reported a cardiac perforation occurred. It was further reported the right ventricular (rv) lead was noted to be dislodged via chest x-ray and high thresholds were observed. The lead was removed, the patient maintained on atrial pacing and the lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.